Manufacturer narrative:
Pump passed self-test, however, constant pump error 37 noted during rewind due to corroded motor home switch. Unit successfully downloaded to thump. Verified pump alarmed pump error 37 on (B)(6) 2025 06:39:51.000 in pump downloaded history. Verified pump alarmed pump error 38 on (B)(6) 2025 07:26:29.000 in pump downloaded history. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 37 alarms. No pump error 82 alarm noted during testing. Pump error 82 alarm (line number 427 file number 16) was found in the traces on (B)(6) 2025 05:20:08.000 due to software error as per global logic analysis (B)(4). No pump error 130 alarms noted during test. Verified in the pump history download the pump alarmed pump error 130 on (B)(6) 2025 04:32:12.000. These alerts are expected and occur during normal pump operation. No pump error 53 alarms noted during testing. However, the formatted history file confirmed the pump alarmed pump error 53 (line number 2318/418/700 file number 49/32107/2006) on (B)(6) 2025 06:37:14.000, problem isolated to the pcb1 board and pb2 board as per global logic analysis. No pump error 3 alarms noted during testing. However, the formatted history file confirmed the pump alarmed pump error 3 (line number 1541 file number 2002) on (B)(6) 2025 07:00:54.000, problem isolated to the pcb1 board and pb2 board as per global logic analysis. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. No pump error 130 alarms noted during analysis. Confirmed pump error 37 during analysis due to corroded motor home switch. Confirmed pump error 38 during analysis due to corroded motor home switch. Pump error 82 alarm was confirmed in the pump history due to a software anomaly. Confirmed pump error 53 in the pump history download, problem isolated to the pcb1 board and pb2 board. Confirmed pump error 3 in the pump history download, problem isolated to the pcb1 board and pb2 board. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 3(the main arm cannot communicate with the motor arm), pump error 130(this alarm is generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement), pump error 82(the hrm task did not grant motor power in reasonable time), pump error 37(drive count/time values or changes incorrect for moving or coasting. Too slow or too fast), pump error 38(no motor movement or negligible movement. Retries to free a stuck motor failed). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer was able to clear the alarm and unable to rewind the pump. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned.